Event description:
Representative reported that an event occurred on 5-2-00. Two hours into treatment, a venous line separated from a catheter- make unknown. The pt's estimated blood loss was 100-150cc. The machine was a 2008h with narrow limits sofware. The machine did not alarm. The line was reconnected and the pt continued treatment without further incident. The sample was discarded. The clinic later reported that they believe the connection was not tight. MDR filed due to blood loss of 100-150cc only. No pt ill effects. Followup made at the clinic.